Event description:
Philips received a complaint from the customer on the v60 indicating that the customer needed replacement option codes. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they needed replacement option codes after replacing the central processing unit (cpu). The rse provided the customer with the replacement option codes through email to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.